Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported this right atrial (ra) lead was an attempted implant. It was noted the helix was extended after 5-6 rotations. The position of the ra lead was changed 5-6 times, however, because satisfactory electrical measurements could not be obtained. After extending/retracting the helix several times as a result of repositioning the lead, the helix would no longer extend. The decision was made to remove this ra lead and implant a different ra lead. No adverse patient effects were reported.